Event description:
It was reported that the customer experienced cartridge alarm 30. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer changed the cartridge twice and the issue was documented by technical support, who also decided to replace the pump.